Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were feeling ¿gummy¿, the ok button was not responding normally, and the button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings:the keypad was observed to have worn button symbols but there was no damage to the keypad. The buttons were tested and the ok button was found to be intermittently responding; all other buttons were responding appropriately. No buttons were found to be sticking during testing. The keypad was removed and contamination was found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.